Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that post atrial fibrillation ablation procedure, the patient was diagnosed with an inguinal hematoma on the left side. The patient complained of pain for three days following their procedure. An ultrasound study was performed to rule out a pseudoaneurysm. The hematoma regressed without any intervention and the patient was discharged to home in stable condition. On (B)(6) 2018, the patient was readmitted to the hospital due to bleeding and an infection at the hematoma site. Skin graft surgery was scheduled for the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.